Event description:
Boston scientific received information that this patient¿s cardiac resynchronization therapy defibrillator (crt-d) and competitor¿s right atrial (ra) lead generated an alert for a low out-of-range pacing impedance measurement of less than 200 ohms. The ra lead measurements displayed signs of potential lead failure and the physician believed the lead was fractured and that there was insulation damage. Additional information from the field however noted no fracture or insulation issue with the ra lead via fluoroscopy. A revision procedure was performed and the lead and explanted and replaced, while the ctr-d remains implanted and in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.